Manufacturer narrative:
The t:slim user guide states: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis after an occlusion alarm occurred. Customer's blood glucose level was 234-235 mg/dl and ketone level was 6.0 mmol/l. No damage was observed to the cartridge or the infusion set tubing that were in use at the time of the event. Reportedly, the infusion set in use had been in use for 4 days. Customer was treated with insulin infusion and potassium/saline intravenous fluids. Customer was released from the hospital the following day with the issue resolved and no permanent damage. As no occlusion alarm was occurring at the time of the report, no troubleshooting could be performed to determine the cause of the occlusion.